Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown, software version: unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal clonidine, hydromorphone, and bupivacaine via an implantable pump for spine/back and malignant pain. The patient reported that they were having an issue with trying to do a bolus. Patient stated every day was taking longer and longer and it worries him that it was not going to be able to make the bolus for him. Patient said when they take the communicator and puts it near the pump, it takes a few seconds to start in and then it reaches 91% and it just hangs there for a minute or two on 91%. Agent walked patient through clearing data and patient was able to connect to the pump and bolus successfully. The troubleshooting steps that were taken on the call resolved the issue. Patient questioned if the daily dose is separate from continuous. No patient symptom was reported.